Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the clip fell off and remained in the biopsy channel due to a problem in user handling of endotherapy accessories, or the user was not able to detect the clip due to insufficient reprocessing or inspection prior to use. It is also likely that the 3rd party repair affected the event as the biopsy channel was repaired by a 3rd party and non-olympus channel was assembled. The instructions for use identify the following verbiage, which may help prevent the phenomenon: "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end".

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was advised to not use the scope until was deemed safe for use after an evaluation had been performed by the olympus repair center to verify the channel was not damaged. The customer stated that a third-party was normally used to repair the scope but wanted to send the device to olympus. The issue was initially reported to an olympus sales representative by email and the customer wanted to know if the clip would affect the integrity of the internal channel and what the repercussions would be, would the clip affect the process of disinfecting and would the clip itself get disinfected, and had this happened before and what would be the course of action. The device was returned to an olympus service center for evaluation. A borescope was used, and a non-olympus channel (forceps passage) was found. The channel was also kinked. The cover, rubber, glue, light guide lens, nozzle, insertion tube, light guide tube, and control knob were found to be non-olympus parts. It was also recommended the insulation, body, and control knob be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that a boston scientific resolution clip was stuck in the evis exera ii colonovideoscope during three (3) procedures with three (3) different patients. On (B)(6) 2021, during a diagnostic procedure, clips were used, and one (1) clip came off and was not identified in the suction container or in the patient. Central sterile processing was notified to flush and brush out the scope for the fear of the clip being lodged in a channel. The scope went through the regular manual cleaning process, flushed out, a brush was run down the channels, and no clip was found during the process. The scope was used on a patient during a diagnostic procedure on (B)(6) 2021 and then again on a patient during a diagnostic procedure on (B)(6) 2021. At the end of the procedure on (B)(6) 2021, during the cleaning process, the location of the clip was identified when it became dislodged from the channel and flushed out of the scope. During the procedure on (B)(6) 2021, there were no other devices involved in the event. During the procedure on (B)(6) 2021, radial jaw biopsy forceps were also used. All of the procedures were completed with the same device and there was no patient harm or surgical delay. This complaint is related to patient identifier: (B)(6) ((B)(6) 2021).